Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: can you please clarify what is meant by "he found the clip can not be used": when the surgeon used the clip, he found the clip can not become perfect shape, which effect the vessel can not be seal tightly; was there an issue with the clip applier itself: no; if yes, did device not feed clips: no; did device feed clips sideways: no; did device not fire clips (jammed): no; or was there an issue with the clips, if yes, did device fire malformed clips: yes, the clips became malformed; did device fire scissored clips: no; did device drop or eject clips: no.

Event description:
It was reported that during an unknown procedure, when the surgeon used the device to clip vessel, he found the clip can not to be used. Another like device was used to complete the procedure. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Batch # m92442. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.